Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 900 mg/dl. Customer stated that the cannula was crimped. The customer was treated with manual injection and intravenous fluid. Customer declined troubleshoot for high blood glucose and crimped cannula. The device will not be returned for analysis.